Manufacturer narrative:
Batch review performed on 04 may 2026 lot 2562442: 20 items manufactured and released on 03-sep-2025. Expiration date: 2030-07-24. No anomalies found related to the problem. To date, 14 items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation a few weeks after posterior l4-s1 fusion with plif cages, screws, and rods, revision surgery was performed due to cage backout. The available x-ray images clearly confirm that both l5-s1 cages migrated posteriorly. Early cage migration is typically associated with insufficient primary stability. This may be related to multiple factors including surgical variables (initial positioning, endplate preparation, posterior compression, etc), or patient-related factors (low bone quality, eccessive loading or movements, etc). Based on the available information, no definitive conclusion can be drawn regarding the root cause of this failure. However, there is currently no evidence suggesting a defective or malfunctioning device.

Event description:
Back-out of two mectalif posterior 3d cages implanted at l5/s via a unilateral approach was confirmed about 1 month after the primary surgery. Revision surgery performed using competitor`s cages.